Manufacturer narrative:
The reported issues were confirmed. The device was replaced.

Event description:
It was reported that the screen became fuzzy during intubation. The person performing the intubation and the nurse attempted several angles, adjusted the monitor, and tried different batons. The screen was still fuzzy. The procedure was completed with the same device. No pt injury was reported.